Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® and juvéderm® volbella® xc in the cheeks and lips (hcp did not specify which product was injected where). Patient began to experience "feeling puffy in [the] cheeks and sensitivity in [the] mouth" about three weeks post injection. Hcp states the puffiness "maybe resolving but sensitivity in patient¿s mouth is not". Symptoms are ongoing. This relates to skinvive¿ by juvéderm®. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the skinvive¿ by juvéderm®..

Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.